Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿smoke¿ present in complaint. The charger was returned for evaluation, however subsequent testing could not verify the complaint of the unit smoking. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. The charger was operated for two hours with no discrepancies observed. However, the socket for the ac power cord was pushed in and the dc power cord insulation was pulled back from the connector.

Event description:
The consumer alleges the charger was shocking him. The consumer also alleges the unit was plugged in overnight and when he woke up the room was filled with blue smoke and the charger was glowing blue. No serious injury is alleged.